Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a cardiac catheterization diagnostic procedure. Reportedly, the device was deployed but hemostasis was not achieved. Hemostasis was achieved by applying manual arterial compression. While applying manual arterial compression a small hematoma, half moon shaped and approximately 1 inch across at the smallest diameter, was observed. The position of manual arterial compression was changed and the hematoma resolved. The patient was hospitalized one additional day due to not achieving hemostasis with the device. It is unknown if the physician is trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.